Event description:
It was reported that on (B)(6) 2024, a 29mm epic plus mitral valve was implanted in the patient. On an unknown date in (B)(6) 2025, the patient had a hard time on breathing. The physician informed the valve was failing and needed to have another surgery. On (B)(6) 2025, a new 29mm epic plus mitral valve was implanted in the patient. The explanted valve was 2/3 clotted. After the surgery, the patient was would need to take a blood thinner for the rest of her life and needed an pacemaker as well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.